Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro was plugged in and self-actuated. The hospital unplugged it and tried it again, and the same problem occurred. A replacement kit was used to complete the procedure. The hospital did not report any pt complications. The maquet account manager reported that the cable was relatively new and the hosp follows IFU recommended sterilization procedures.

Manufacturer narrative:
Investigation results: maquet cardiovascular received the device on 12/18/2009. The visual inspection showed that the cutter wire was burnt. It was also observed that there was burnt marks on the cold jaw boot. Maquet is performing a more detailed investigation. A supplemental report will be submitted when the investigation has been completed and the final failure analysis has been received. (B) (4).